Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On the same day as onset of event, the patient was hospitalized and began treatment with vancomycin injection (ongoing,1gm, once in four days, route and duration not reported) and amikacin injection (ongoing,125mg, once a day, route and duration not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. The patient was retrained for proper aseptic technique. No additional information is available.